Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room and was "feeling funny". Their heart rate was below the cardiac resynchronization therapy defibrillator's (crt-d) programmed lower rate and the device could not be interrogated. It was noted that the patient had not followed up in two years. The device was explanted and replaced. No further patient complications have been reported as a result of this event.